Event description:
Placed 12/31/98. Pt diagnosed with staph infection on 1/22/99. Primary care physician sent pt to hospital since catheter "popped out" of his chest. Pt receiving cefazolin everyday for infection.